Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00078 for the other. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the tibial stem subsided within the intramedullary canal and that the tibial stem and tibial baseplate dissociated, which required surgical intervention.